Manufacturer narrative:
The returned pump was evaluated as follows: pump (B)(6) came in with a complaint stating there was a malfunction, and no further information was provided. In order to fully diagnose the pump, the document active_800-wi-003 repair and troubleshoot guide rev h. Was referenced and for any ¿unknown issue¿ complaint, all troubleshooting protocols are to be completed. When the pump got to the battery testing protocol from document active_800-wi-003-t003 protocol battery testing report rev b, the pump failed testing as it charged for over 8 hours, but the pump could not power on afterwards. Battery was replaced in pump and pump then performed to specification, passing all other necessary tests from troubleshooting protocol. Pump tested to specification through preventative maintenance process as well.

Event description:
Healthcare professional reported a note was found on the pump stating, "issues infusing. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.